Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. D4: batch # 656c44 . Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with five ecr60d (b-f) reloads inside a plastic bag. The reloads (b-e) were received fully fired and the reload f was received unfired. The device was tested for functionality in the articulated position with the returned reload (f) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 656c44 , and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 2/8/2024. D4: batch # unk. Additional information was requested, and the following was obtained: no patient consequence. Is the current patient status known? Nothing to report. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Installation of an initially unplanned drain a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staples did not form despite cleaning the clamp and changing the charger 2 times. Need to change stapler and loader and install a drain not initially planned. No patient consequences reported. No further information is available.